Event description:
It was reported that the pump requested a minimum of 50 units during the load process and after a cartridge had been loaded. The customer had to add more insulin ot the cartridge to complete the load process. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.